Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-01546 zimmer biomet complaint number (B)(4). Patient identifier (B)(6). Weight unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.

Event description:
It was reported that the patient felt pain at the implant site tooth # 14-15 one month after implantation. The patient went to the clinic for examination and infection and abscess were found. The implant was then removed.